Event description:
It was reported that the patient experienced pain due to an infection at the pocket site. It was noted that the patient was provided with antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were kept by the facility. The patient as doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one month prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7163010, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 35674766, UDI: (B)(4).